Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the screen of the insulin pump went black and after changing the battery nothing worked. The customer¿s blood glucose level was 81 mg/dl. The customer also stated that the insulin pump was damaged at the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.